Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)/excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. 717632 (valid)/ ess306(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having difficulty placing the device". The patient's past medical history included multigravida, parity 2, live birth in 1997, live birth on (B)(6) 2010, abortion (abortions 2 one in 1990 and one in 2003, both first trimester), back disorder, surgery in 2006, gestational hypertension, gravida in 1997, shortness of breath, chest pain, peripheral edema, postpartum state, lumbar laminectomy in 2007, lumbar disc herniation, breast lump excision and caesarean section on (B)(6) 2010. She denies dysmenorrhea.she is occasional drinking. Current, beer, 1-2 times per mont. Previously administered products included for an unreported indication: labetalol, oral contraceptive pill and prenatal vitamins. Concurrent conditions included procedural bleeding, vaginal bleeding, back pain, unilateral leg pain, uterine bleeding, endometrial biopsy, smoker, uterine fibroid, general anesthesia and urination pain. Family history included hypertension (mother, father). Concomitant products included medroxyprogesterone acetate (depo-provera) from 22-apr-2010 to 15-jul-2010 for birth control as well as amitriptyline, cefalexin (keflex), cefazolin, diazepam (valium), docusate sodium (colace), hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naproxen, ondansetron (ondasetron), oxycodone, oxytocin since 2006 and vicodin. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding durinlg menstruation"), dysuria ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain, cramping /abdomen (constant for at least weeks out of every month,mild to severe)"), vaginal haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") and abdominal pain lower ("abdominal pain, cramping"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, loss of libido, dysuria, bladder disorder, migraine, dysmenorrhoea, vaginal discharge, vaginal haemorrhage and abdominal pain lower outcome was unknown and the genital haemorrhage, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, loss of libido, menorrhagia, migraine, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Pregnancy test urine - on an unknown date: negative . On (B)(6) 2010, ink test revealed essure placement was confirmed and total bilateral occlusion. (B)(6) 2009:pelvic ultrasound: additional findings: a subserosal fundal fibroid measuring 2.8 x 2.7 cm. A nabothian cyst within the cervix with largest of 12 mm. (B)(6) 2009: obstetric ultrasound:additional findings: the uterus is retroverted. There is a fundal intramural fibroid measuring 2.8 x 2.9 cm. There is a nabothian cyst noted within the cervix measuring 14 x 8 mm. Impression: iup at 7-5/7 weeks by dates (B)(6) 2015:us-pelvis: impression: uterine lelomyomata the largest measuring 2.7 cm. Bilateral essure devices are present (B)(6) 2016: pathology report: final pathologic diagnoses: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy -proliferative endometrium -leiomyomata, 2.3 cm in greatest dimension. -adenomyosis. -right fallopian tube with paratubal cyst. -left fallopian tube with endosalpingiosis. Gross description: the hysteroscopy specimen with aatached bilateral fimbriated fallopian tubes. The hysterectomy specimen measures 9 cm fundus to ectocervix 7 cm from cornu to cornu and 6 from anterior to posterior. The serosa is tan-pink and smooth. The endometrial cavity measures 2.5 cm wide and 6.0 cm long and has a tan brown hemorrhagic appearance and is 0.3 cm in thickness. The myometrium is tan, striated and remarkable for a two intramural leiomyomas measuring 2.3 x 2.0 x 2.0 cm and 2.2 x 1.5 x 1.8 cm white-tan whorled appearance without hemorrhage or necrosis. The below the attachment of the fallopian tube is a coil measuring 0.4 cm x 0.2 cm. The right fimbriated fallopian tube is 5.0 cm in length and 0.6 cm in diameter with a 0.3 cm small paratubal cyst. The left fimbriated fallopian tube is 4.5 cm in length and 0.6 cm in diameter. Bilateral fallopian tubes have complete pinpoint lumens unremarkable serosal surfaces. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abnormal uterine bleeding(uterine haemorrhage) confirming the earlier event genital haemorrhage and vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)/excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. 717632(valid) ess306(not valid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having difficulty placing the device". The patient's medical history included multigravida, parity 2, live birth in (B)(6), live birth on (B)(6)2010, abortion (abortions 2 one in (B)(6) and one in (B)(6), both first trimester), back disorder, surgery in 2006, gestational hypertension, gravida in (B)(6), shortness of breath, chest pain, peripheral edema, postpartum state, lumbar laminectomy in (B)(6), lumbar disc herniation, breast lump excision, caesarean section on (B)(6)2010, malignant neoplasm of axillary tail of female breast, atelectasis, pleural effusion, rash, eczematous dermatitis, eczematous dermatitis, pruritus, back surgery and sciatica. She denies dysmenorrhea.she is occasional drinking. Current, beer, 1-2 times per month on (B)(6)2010, ink test revealed essure placement was confirmed and total bilateral occlusion. (B)(6)2009:pelvic ultrasound: additional findings: a subserosal fundal fibroid measuring 2.8 x 2.7 cm. A nabothian cyst within the cervix with largest of 12 mm. (B)(6)2009: obstetric ultrasound:additional findings: the uterus is retroverted. There is a fundal intramural fibroid measuring 2.8 x 2.9 cm. There is a nabothian cyst noted within the cervix measuring 14 x 8 mm. Impression: iup at 7-5/7 weeks by dates (B)(6)2015:us-pelvis: impression: uterine lelomyomata the largest measuring 2.7 cm. Bilateral essure devices are present (B)(6)2016: pathology report: final pathologic diagnoses: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy -proliferative endometrium -leiomyomata, 2.3 cm in greatest dimension. -adenomyosis. -right fallopian tube with paratubal cyst -left fallopian tube with endosalpingiosis gross description: the hysteroscopy specimen with aatached bilateral fimbriated fallopian tubes. The hysterectomy specimen measures 9 cm fundus to ectocervix 7 cm from cornu to cornu and 6 from anterior to posterior. The serosa is tan-pink and smooth. The endometrial cavity measures 2.5 cm wide and 6.0 cm long and has a tan brown hemorrhagic appearance and is 0.3 cm in thickness. The myometrium is tan, striated and remarkable for a two intramural leiomyomas measuring 2.3 x 2.0 x 2.0 cm and 2.2 x 1.5 x 1.8 cm white-tan whorled appearance without hemorrhage or necrosis. The below the attachment of the fallopian tube is a coil measuring 0.4 cm x 0.2 cm. The right fimbriated fallopian tube is 5.0 cm in length and 0.6 cm in diameter with a 0.3 cm small paratubal cyst. The left fimbriated fallopian tube is 4.5 cm in length and 0.6 cm in diameter. Bilateral fallopian tubes have complete pinpoint lumens unremarkable serosal surfaces. Previously administered products included for an unreported indication: labetalol, oral contraceptive pill and prenatal vitamins. Concurrent conditions included procedural bleeding, vaginal bleeding, back pain, unilateral leg pain, uterine bleeding, endometrial biopsy, smoker, uterine fibroid, general anesthesia, urination pain, menses irregular, uterine bleeding, urinary urgency, micturition urgency, lower abdominal pressure sensation of, breast mass and overweight. Family history included hypertension (mother, father). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2010 to (B)(6)2010 for birth control as well as alprazolam (xanax), amitriptyline, cefalexin (keflex), cefazolin, diazepam (valium), docusate sodium (colace), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naproxen, ondansetron (ondasetron), oxycodone, oxytocin since 2006, progesterone and triamcinolone acetonide. On (B)(6)2010, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6)2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6)2012, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding durinlg menstruation"), dysuria ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain lower ("abdominal pain, cramping /abdomen (constant for at least weeks out of every month,mild to severe)"), vaginal haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") and abdominal pain ("abdominal pain,cramping /abdomen (constant for at least weeks out of every month,mild to severe)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, dysuria, bladder disorder, migraine, vaginal discharge, vaginal haemorrhage, uterine leiomyoma and headache outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine haemorrhage, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: device insertion details: number of coils: left-2, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abnormal uterine bleeding(uterine haemorrhage) confirming the earlier event genital haemorrhage and vaginal haemorrhage, back pain, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-apr-2019: pfs received: event uterine fibroids and headaches added. Medical history, lab data, concomitant drugs added. Event loss of libido pt updated to apareunia. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain") and genital haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)/excessive bleeding") in a female patient who had essure (batch no. Ess306, 717632) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having difficulty placing the device". The patient's past medical history included multigravida, parity 2, live birth in 1997, live birth on (B)(6) 2010, abortion, back disorder and surgery in 2006. Concomitant products included naproxen, oxytocin since 2006 and vicodin. In (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding durinlg menstruation"), dysuria ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain, cramping /abdomen (constant for at least weeks out of every month,mild to severe)"), vaginal haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") and abdominal pain lower ("abdominal pain, cramping"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, loss of libido, dysuria, bladder disorder, migraine, dysmenorrhoea, vaginal discharge, vaginal haemorrhage and abdominal pain lower outcome was unknown and the genital haemorrhage, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, loss of libido, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. On (B)(6) 2010, ink test revealed essure placement was confirmed and total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 23-jan-2018: new events added-abnormal bleeding (general, vaginal, menorrhagia)/excessive bleeding, apareunia (inability to have sexual intercourse), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines/headaches, dysmenorrhea (cramping), dyspareunia (sexual intercourse), pain nos, abdominal pain, cramping /abdomen (constant for at least weeks out of every month,mild to severe) and vaginal discharge. Historical conditions, lab data and concomitant drugs added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)/excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure (batch no. Ess306, 717632) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having difficulty placing the device". The patient's past medical history included multigravida, parity 2, live birth in 1997, live birth on (B)(6) 2010, abortion (abortions 2 one in 1990 and one in 2003, both first trimester), back disorder, surgery in 2006, gestational hypertension, vaginal delivery in 1997, shortness of breath, chest pain, peripheral edema, postpartum state, lumbar laminectomy in 2007, herniated disc, breast lump excision and caesarean section on (B)(6) 2010. She denies dysmenorrhea.she is occasional drinking. Current, beer, 1-2 times per mont. Previously administered products included for an unreported indication: labetalol, oral contraceptive pill and prenatal vitamins. Concurrent conditions included procedural bleeding, vaginal bleeding, back pain, unilateral leg pain, uterine bleeding, endometrial biopsy, smoker, uterine fibroid, general anesthesia and urination pain. Family history included hypertension (mother, father). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as amitriptyline, cefalexin (keflex), cefazolin, diazepam (valium), docusate sodium (colace), hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naproxen, ondansetron (ondasetron), oxycodone, oxytocin since 2006 and vicodin. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), loss of libido ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding durinlg menstruation"), dysuria ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain ("abdominal pain, cramping /abdomen (constant for at least weeks out of every month,mild to severe)"), vaginal haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)") and abdominal pain lower ("abdominal pain, cramping"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy ). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, loss of libido, dysuria, bladder disorder, migraine, dysmenorrhoea, vaginal discharge, vaginal haemorrhage and abdominal pain lower outcome was unknown and the genital haemorrhage, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, loss of libido, menorrhagia, migraine, pelvic pain, vaginal discharge,uterine haemorrhage and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Pregnancy test urine - on an unknown date: negative on (B)(6) 2010, ink test revealed essure placement was confirmed and total bilateral occlusion. (B)(6) 2009:pelvic ultrasound: additional findings: a subserosal fundal fibroid measuring 2.8 x 2.7 cm. A nabothian cyst within the cervix with largest of 12 mm. (B)(6) 2009: obstetric ultrasound:additional findings: the uterus is retroverted. There is a fundal intramural fibroid measuring 2.8 x 2.9 cm. There is a nabothian cyst noted within the cervix measuring 14 x 8 mm. Impression: iup at 7-5/7 weeks by dates (B)(6) 2015:us-pelvis: impression: uterine lelomyomata the largest measuring 2.7 cm. Bilateral essure devices are present (B)(6) 2016: pathology report: final pathologic diagnoses: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy -proliferative endometrium -leiomyomata, 2.3 cm in greatest dimension. -adenomyosis -right fallopian tube with paratubal cyst -left fallopian tube with endosalpingiosis gross description: the hysteroscopy specimen with aatached bilateral fimbriated fallopian tubes. The hysterectomy specimen measures 9 cm fundus to ectocervix 7 cm from cornu to cornu and 6 from anterior to posterior. The serosa is tan-pink and smooth. The endometrial cavity measures 2.5 cm wide and 6.0 cm long and has a tan brown hemorrhagic appearance and is 0.3 cm in thickness. The myometrium is tan, striated and remarkable for a two intramural leiomyomas measuring 2.3 x 2.0 x 2.0 cm and 2.2 x 1.5 x 1.8 cm white-tan whorled appearance without hemorrhage or necrosis. The below the attachment of the fallopian tube is a coil measuring 0.4 cm x 0.2 cm. The right fimbriated fallopian tube is 5.0 cm in length and 0.6 cm in diameter with a 0.3 cm small paratubal cyst. The left fimbriated fallopian tube is 4.5 cm in length and 0.6 cm in diameter. Bilateral fallopian tubes have complete pinpoint lumens unremarkable serosal surfaces. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abnormal uterine bleeding(uterine haemorrhage) confirming the earlier event genital haemorrhage and vaginal haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-jan-2018: medical record received. Case became medically confirmed. Concomitant condition and drug , historical drug and condition are added. Lab data updated. Product, patient and reporter information updated.event abnormal uterine bleeding added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)/excessive bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure (batch no. 717632 valid ess306 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "having difficulty placing the device". The patient's medical history included multigravida, parity 2, live birth in 1997, live birth on (B)(6) 2010, abortion (abortions 2 one in 1990 and one in 2003, both first trimester), back disorder, surgery in 2006, gestational hypertension, gravida in 1997, shortness of breath, chest pain, peripheral edema, postpartum state, lumbar laminectomy in 2007, lumbar disc herniation, breast lump excision, caesarean section on (B)(6) 2010, malignant neoplasm of axillary tail of female breast, atelectasis, pleural effusion, rash, eczematous dermatitis, eczematous dermatitis, pruritus, back surgery and sciatica. She denies dysmenorrhea.she is occasional drinking. Current, beer, 1-2 times per month on (B)(6) 2010, ink test revealed essure placement was confirmed and total bilateral occlusion. (B)(6) 2009:pelvic ultrasound: additional findings: a subserosal fundal fibroid measuring 2.8 x 2.7 cm. A nabothian cyst within the cervix with largest of 12 mm. (B)(6) 2009: obstetric ultrasound:additional findings: the uterus is retroverted. There is a fundal intramural fibroid measuring 2.8 x 2.9 cm. There is a nabothian cyst noted within the cervix measuring 14 x 8 mm. Impression: iup at 7-5/7 weeks by dates (B)(6) 2015:us-pelvis: impression: uterine lelomyomata the largest measuring 2.7 cm. Bilateral essure devices are present (B)(6) 2016: pathology report: final pathologic diagnoses: uterus and bilateral fallopian tubes, total hysterectomy and bilateral salpingectomy -proliferative endometrium -leiomyomata, 2.3 cm in greatest dimension. -adenomyosis -right fallopian tube with paratubal cyst -left fallopian tube with endosalpingiosis gross description: the hysteroscopy specimen with aatached bilateral fimbriated fallopian tubes. The hysterectomy specimen measures 9 cm fundus to ectocervix 7 cm from cornu to cornu and 6 from anterior to posterior. The serosa is tan-pink and smooth. The endometrial cavity measures 2.5 cm wide and 6.0 cm long and has a tan brown hemorrhagic appearance and is 0.3 cm in thickness. The myometrium is tan, striated and remarkable for a two intramural leiomyomas measuring 2.3 x 2.0 x 2.0 cm and 2.2 x 1.5 x 1.8 cm white-tan whorled appearance without hemorrhage or necrosis. The below the attachment of the fallopian tube is a coil measuring 0.4 cm x 0.2 cm. The right fimbriated fallopian tube is 5.0 cm in length and 0.6 cm in diameter with a 0.3 cm small paratubal cyst. The left fimbriated fallopian tube is 4.5 cm in length and 0.6 cm in diameter. Bilateral fallopian tubes have complete pinpoint lumens unremarkable serosal surfaces. Previously administered products included for an unreported indication: labetalol, oral contraceptive pill and prenatal vitamins. Concurrent conditions included procedural bleeding, vaginal bleeding, back pain, unilateral leg pain, uterine bleeding, endometrial biopsy, smoker, uterine fibroid, general anesthesia, urination pain, menses irregular, uterine bleeding, urinary urgency, micturition urgency, lower abdominal pressure sensation of, breast mass and overweight. Family history included hypertension (mother, father). Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010 for birth control as well as alprazolam (xanax), amitriptyline, cefalexin (keflex), cefazolin, diazepam (valium), docusate sodium (colace), hydrocodone, hydrocodone bitartrate;paracetamol (vicodin), hydromorphone hydrochloride (dilaudid), ibuprofen, morphine, naproxen, ondansetron (ondasetron), oxycodone, oxytocin since 2006, progesterone and triamcinolone acetonide. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2012, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding durinlg menstruation"), dysuria ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), abdominal pain lower ("abdominal pain, cramping /abdomen (constant for at least weeks out of every month,mild to severe)"), vaginal haemorrhage ("abnormal bleeding (general, vaginal, menorrhagia)"), abdominal pain ("abdominal pain,cramping /abdomen (constant for at least weeks out of every month,mild to severe)") and urinary tract disorder ("bladder or urinary problems or changes") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, female sexual dysfunction, dysuria, bladder disorder, migraine, vaginal discharge, vaginal haemorrhage, uterine leiomyoma, headache and urinary tract disorder outcome was unknown and the genital haemorrhage, dysmenorrhoea, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, dysuria, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: device insertion details: number of coils: left-2, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: abnormal uterine bleeding(uterine haemorrhage) confirming the earlier event genital haemorrhage and vaginal haemorrhage, back pain, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2019: plaintiff fact sheet received. Event urinary tract disorder was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required) and menorrhagia ("heavy bleeding during menstruation"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered pelvic pain and menorrhagia to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a laparoscopic hysterectomy and bilateral salpingectomy, approximately 7 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had chronic pelvic pain. She underwent a laparoscopic hysterectomy and bilateral salpingectomy, approximately 7 years after insertion. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, and lack of alternative explanation, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.